Event description:
Hydromorphone 1mg/ml, 2mg every 30 minutes, 16mg/4 hr was ordered. The pump alarmed the pca 60ml bd syringe was empty reportedly several minutes after ~2200 ( the initiation of the infusion). The patient received a large dose of hydromorphone. Another syringe was loaded on (B)(6) 2015 at 0014. The customer does have customer concentration programming in the data set. There was no patient harm.

Manufacturer narrative:
The customer¿s report of infusion completing sooner than expected was confirmed. Log analysis shows that the pca was programmed on (B)(6) 2015 9:53pm to infuse hydromorphone 20mg/100ml to infuse from a bd 50ml syringe with a volume of 28.0912ml with the following programming values:yes was selected to the displayed clinical advisory alert- pca dose only; pca dose 2mg; lockout interval 30min; max limit 16mg/4h. The primary volume infused was listed as 0ml. At 9:54pm and 10:42pm, dose requests were delivered at 10ml each. At 11:32pm, a dose request was delivered until the syringe was noted as empty. From 11:39pm to 11:45pm, the patient history was viewed. At 11:46pm, the channel off key was pressed. The primary volume infused was listed as 28.0912ml. On (B)(6) 2015 12:12am, the unit was removed. At 12:14am, a different pca device was programmed to infuse a similar drug; however with blank concentration values from a same model syringe and the same programming values as noted previously. The root cause of the customer¿s report was identified as due to a user programming issue.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.